Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (unable to charge battery pack) was confirmed. Upon investigation, the charger had an internally shorted cmos flash microcontroller on the bedside board. The root cause of the shorted microcontroller was unable to be positively identified. There was no adverse event that resulted from the damaged charger.